Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated the device 'keeps jolting' the patient in different spots on her body, including behind the knees and eyeballs, even when device is turned off. It was stated there was a falling asleep/pins and needles feeling, and has nervous energy as if she's had five cups of coffee. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead 388928, lot # 0205019168, extension 3095-10, serial # (B)(4), programmer 3037, serial # (B)(4).